Event description:
The customer reported that the system displayed gainey images. No patient injury was reported.

Manufacturer narrative:
The ge service rep installed the sbc kit with associated hardware, gib, backplane chasis, and software. The system no longer displays grainy images, images satisfactory at this time.